Manufacturer narrative:
An investigation will be conducted and a f/u report submitted upon its completion.

Event description:
It was reported to tyco healthcare /kendall on november 16, 2006, that a customer had a problem with a foley catheter. The customer stated, 14 days after they started to use the kit, they tried to remove the catheter, but the balloon could not be deflated. Therefore, they cut the catheter and used a guide wire to remove it. There was no pt injury.